Event description:
Additional information reported indicated that the patient had scheduled an appointment with their physician to have their implanted neurostimulator (ins) removed. The patient was unsatisfied with the amount of pain relief that he had received from the ins therapy. The patient declined reprogramming and felt that the pain from the implant had exacerbated his chronic pain. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported the neurostimulator was explanted. The patient was having post-surgical pain approximately one week after the device was removed. The date of explant was not provided.

Event description:
It was reported that the patient experienced "serious pain at the insertion site." The pain was present since implantation of the n neurostimulator, but increased in the previous three days. The patient was hospitalized for eight days following implantation of the device. The surgical incision "looked good" at an appointment with the healthcare provider (hcp), last week. The reported pain was not addressed at that appointment. The pain was noted to be worse when the patient was sitting or lying, and occurred at the location of the neurostimulator and in "the kidney area." The patient required the use of a cane, again, as a result of the pain. It was suggested that the patient was "too drugged" to know how the device trial went. It appeared that the patient took oral pain medications and, possibly, "something else" during the trial period. It was later reported that the patient's pain ran "along the scrotum, up around the back, to the incision" site. The pain was present when the stimulation was both on and off. The surgical staples were removed on 2011-(B)(6). There was no sign of infection or delayed wound healing. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 39565, lot# v795995021, implanted:2011-(B)(6), explanted:na; programmer model 37743, lot# nke170840n.